Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt woke up with pain at the neurostimulator site. The site was red in a circular pattern on her skin. There was a bump in the middle of her back at the lead site. She also had stimulation in the wrong location (right arm, left foot) as a result of reprogramming several months ago. She was supposed to have stimulation to the lower back and leg for pain relief. Subsequently, it was reported that the pt's lead was protruding out of her body as a result of erosion. An infection of staphylococcus (not mrsa) was also confirmed. The physician planned to explant the device. Additional info was requested.